Event description:
It was reported that a spectrum infusion pump does not display "load set" when door is open during testing in the biomedical service department. It was unknown if there was any report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "load set" display does not appear when door is open when the pump is already powered on and the door is opened was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed lower hook. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.